Event description:
The patient reportedly bumped his head. It was believed the implant site might be infected. On (B)(6) 2013, the implant site was drained. The device was explanted on (B)(6) 2013. Advanced bionics is in the process of gathering more information. Once more information is received a follow up report will be submitted.